Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer has not stated if the device is available for return (B)(4).

Event description:
The customer stated that the unit is failing the o2 calibration and the blender delivery is out of spec. Tech support suggested calibrating the blender and balancing the blender regulator but this did not resolve the issue. The customer is going to contact technical support for further assistance. The customer did not provide patient information.&#2049;t this time, it is unknown whether there is patient involvement.